Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported that while the patient was in the recovery room, the device, "delivered a dose when the recovery room nurse had bumped the IV pole." The device remained in clinical use at that time. After an unspecified length of time, the patient was transferred to a nursing unit. The customer contact reported that when the patient was being repositioned, and the IV pole was moved, the pump delivered an unrequested bolus dose. The customer contact stated she "saw the pump deliver the medication, and the pump did not beep to indicate that a dose was delivered." Reportedly, the pump "read that it delivered two times the amount that is actually missing from the vial." There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. During testing at the user facility, the pump delivered an unrequested bolus. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.